Event description:
Patient reported the insulin delivery of the infusion device has been "erratic" during programmed bolus delivery for the past 1.5 months. For example, patient programmed an 8 unit bolus and the infusion device started to deliver 18 units. The infusion device does not always respond to button presses to cancel a bolus, and he has had to remove the infusion set from his body. Patient also reported he laid the infusion device on a table and "knocked" it, and the infusion device activated a bolus by itself. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.